Event description:
When medication completed, the nurse attempted to remove medication syringe to flush and place a second medication. The tip of the syringe broke off into the medication tubing rendering it unusable. New tubing had to be attached with a new syringe, potentially leaving medication in the tubing. The tubing was saved but not the syringe. No packaging was saved. The staff on this floor acknowledged that this is not an isolated incident. The antibiotic was either ampicillin or claforan but the reporting nurse was not sure.